Event description:
No additional information

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard catheter shredded during insertion. The following information was provided by the initial reporter: the nurse tried using it, and the needle shredded. There was no harm to the patient, but customer is requesting credit and would like the issue investigated. Product#: 381423. Serial/lot number: (B)(6). (B)(6) 2023 2. Are you able to provide the date of the event in the format of dd-mm-yyyy? 11-29-2023 4. How many occurrences of this complaint? 2 5. Was there any patient involvement? No 6. Patient status? Ok 12 dec 2023 customer response to additional information request: as stated this occurred 2 times, did this occur with 1 patient or 2? 2 2. Did you experience this issue upon insertion or was the defect observed prior to use? Upon insertion. 3. As stated the "needle" shredded, are you referring to the metal needle or the plastic catheter that lies over the needle? Plastic cath is shredded. 4. Did the needle pierce through the catheter wall? I don¿t know.